Event description:
Pt using medline wheeled walker when left front wheel broke off causing her to fall. Pt sustained injuries to left upper arm, right hand and right shoulder. Paramedics were called and pt was taken to the hospital. X-rays were negative but left upper arm laceration was sutured and right hand with approximately 6 inch laceration on top of hand. It appears the left wheel bolt has intact threads, but the insert appears to have stripped threads. Dates of use: eight months in 2007. Diagnosis or reason for use: ra and osteo arthritis.